Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter was found damaged/deformed during use. The following information was provided by the initial reporter: "one of these customers is having problems with catheters inserted into iormeron kits. The customer explained that the mandrel does not slide properly in the plastic part and this causes a blockage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 05-may-2023 h6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 36 sealed and 1 unsealed 20ga x 1.16in. Insyte autoguard units from lot number 2165893. First a penetration and drag test was performed on the 36 sealed units. All tested units met specifications. The catheters for each unit were then visually inspected for a ¿candy cane¿ pattern that may cause issues sliding the catheter off the needle. No damage or defect was discovered. A functional test was performed, and all units retracted fully successfully with no defects observed. For the unsealed unit, it was received retracted, and the catheter adapter was lodged into the needle cover and the needle cover was placed on the unit incorrectly. This indicates that this unit was tampered with. The catheter was microscopically analyzed for any defects, but none were discovered. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter adapter was found damaged/deformed during use. The following information was provided by the initial reporter: "one of these customers is having problems with catheters inserted into iormeron kits. The customer explained that the mandrel does not slide properly in the plastic part and this causes a blockage.